Event description:
It was reported that during the procedure, the two staplers made a strange noise. It was also noted that the staple line was incomplete centrally for the two reloads. The handles and reloads were replaced with a new one to resolve the issue and fix the staple line.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4k1091); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4k1090); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n1h0736y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.